Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. This MDR is submitted retrospectively following an internal review.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.